Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right atrial (ra) lead pacing impedance measurements and noise on stored electrocardiograms. The device was appropriately sensing and capturing on the ra lead. A suboptimal lead-to-device connection was suspected. Surgical intervention was performed and the ra lead was explanted and replaced. The device remains in service. The patient is pacemaker dependent but no adverse patient effects were reported.